Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient presented with an unspecified injury. According to the physician, no complications were noted during this procedure. The patient was seen for follow up appointments. During a visit in (B)(6) 2010, the patient stated she continued to have urinary frequency without leakage. Reportedly, the urinary frequency had been present prior to the procedure on (B)(6) 2010. Three separate anti-cholinergic medications were prescribed to help abate the frequency with no success. In (B)(6) 2011, the patient underwent the interstim trial and reported at a subsequent visit (exact date unknown) that her frequency decreased from having to urinate every hour down to every 3 hours. The patient was scheduled to undergo a full interstim procedure on (B)(6) 2011 but ended up canceling the procedure for an unknown reason. The patient was last seen in (B)(6) 2011 (exact date not given) for her annual exam. There were no reported complaints and the exam was normal. Additionally, the patient had a previous tvt performed prior to this procedure several years earlier. (Device manufacturer, date of procedure, actual device, and physician are unknown) reportedly, the patient stated during the visit that she felt the previous tvt had failed and wanted it removed. However, when doing this most current procedure on (B)(6) 2010, the physician stated there was no evidence of the previous tape other than some scar tissue. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.